Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated from this system due to shock impedance measurements greater than 125 ohms. The measurements have been high but stable over the past year, ranging from 114 ohms to 131 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.